Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On the evening of (B)(6) 2025, the patient was anxious, unable to think and had rapid heartbeat. He checked his cgm and it was 160 mg/dl. The patient suspected this was inaccurate and checked a bg which was showing ¿high¿ (over 400 mg/dl). The patient did not administer an insulin correction. Instead, the patient¿s girlfriend took the patient to the emergency room. At the ER, a bg was checked, and it was over 400 mg/dl while the cgm was displaying a normal value (value not provided). The patient was treated with IV fluids. The cgm was removed, and the patient¿s bg was monitored via finger sticks. The patient¿s bg gradually decreased to 289 mg/dl. After the patient stabilized, he was discharged at approximately 3:00am on (B)(6) 2025. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.